Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported the basal software did not suspend insulin delivery and that pump was not annunciating audible tones although the volume was set to "high". Customer's blood glucose level ranged between 48-470 mg/dl which was addressed by consuming a glucose tablet. Reportedly, the customer resumed insulin delivery and continued to use the pump for insulin therapy.